Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the power test, had a very loud grinding noise and both triggers were sticking. It was further determined that the electronic control unit had low power and did not meet specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to wear on the mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was discovered that the small battery drive device was losing power. During in-house engineering evaluation, it was observed that both triggers were sticking, the device failed the power test and was making a very loud grinding noise. It was further determined that the electronic control unit had low power and did not meet specifications. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.